Manufacturer narrative:
Please reference article: useini, dritan, et al. ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ the thoracic and cardiovascular surgeon (2020). The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2017. For this reason, the first day of the reported study period (2/1/2014) was used as the occurrence date. This is one of seven manufacturer reports being submitted for this case.  Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Nine patients required a permanent pacemaker within the 30 day post op the tavr procedure. Details of the event were not provided. Based on the limited information received a root cause could not be determined. However, it is possible the mechanisms of the tavr procedure described above or patient factors not provided (e.g. Pressure from the implanted valve on cardiac structures) may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article: ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ regarding single-center retrospective study to evaluate the early and midterm clinical and echocardiographic outcomes in patients who received os, latest-generation balloon-expandable s3 thv after tavr using the transapical (ta) approach. 122 patients underwent transapical approach with sapien 3 thv between february 2014 and june 2017. The following event happened during the procedure: nine patients required a permanent pacemaker within the 30 day post op the tavr procedure. Details of the events were not provided.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case.  Please reference related manufacturer report no:   2015691-2020-14091; 2015691-2020-14092; 2015691-2020-14093; 2015691-2020-14094; 2015691-2020-14095; 2015691-2020-14096; 2015691-2020-14097.